Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and reported failure was confirmed. The instrument was found to have the main tube broken. A piece measuring proximately 0.191¿ x 0.151¿ was not returned with the instrument.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a broken tip. The procedure was completed with no reported injury.